Manufacturer narrative:
Updated information: h6 investigation type updated. G1 MFR contact fax number added. Additional information provided states that the epistaxis resolved.

Event description:
Additional information received that the patient experienced an arrhythmia but remained hemodynamically stable. Staff provided coaching regarding echocardiography and native heart assessment. On follow-up, the patient remained stable but blood pressure was unobtainable, and the lvedp was 36 mmhg on impella support with device position unknown. A repeat echocardiogram was planned to assess native heart function and confirm device position. The patient remained on support. The arrhythmia may be attributed to the patient's underlying cardiomyopathy and clinical instability.

Manufacturer narrative:
B5 and h6 updated ad per additional information received.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1( brand name). The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 63-year-old male patient presenting with cardiomyopathy, scai shock stage d. After initiation of a heparin infusion, the patient developed new epistaxis while remaining on support. The reported epistaxis is consistent with bleeding-related complications associated with systemic anticoagulation associated with impella support, which is a known risk described in the instructions for use.

Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. Section d6b has been updated accordingly. Additionally, the event date (B)(6) 2026, and patient demographics (weight) were confirmed as initially reported. Note: h6 investigation type, findings and conclusion remain unchanged.